Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-07991. It was reported that the patient may undergo surgical intervention to explant the system. Further information regarding the reason behind the explant has been requested but not received at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2019-07991. It was reported during follow up the patient underwent surgical intervention during which the entire system was explanted do to ineffective stimulation.